Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient resides in a nursing home facility. On 02/12/2026, the patient¿s cgm displayed glucose readings around 41 mg/dl. During this time, the patient reported symptoms including nausea, thirst, and headache/migraine. A facility nurse performed a bg meter test, which showed a value of 360 mg/dl, while the cgm continued to display 41 mg/dl. No medication or treatment was administered at that time, and the nurse called an ambulance for medical evaluation. Upon arrival, paramedics obtained a bg reading close to 360 mg/dl, while the cgm was showing 44 mg/dl. The patient was transported to the emergency room, where her bg was again measured at approximately 360 mg/dl, with the cgm continuing to display 44 mg/dl. The patient was treated with IV protonix and received 12 units of insulin via injection. She remained in the ER for approximately 11 hours and reported improvement following treatment. She was discharged back to the nursing home facility in less than 24 hours. At the time of the report, the patient stated she was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.